Manufacturer narrative:
H2 correction: d4 - lot no.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the self-adhesives of some infusion sets were wet with insulin due to leakages at the headsets. Due to these issues the patient had elevated blood glucose levels.